Event description:
Penumbra neuron catheter 070 was found broken prior to the case. The catheter was opened by the sales representative, and the physician removed the catheter from cardboard packaging. According to the sales representative, the physician did not apply any unreasonable force on the catheter; however, immediately upon removal from the packaging the catheter was noticed to be snapped at the proximal end.

Manufacturer narrative:
Results: the catheter is broken in the proximal portion of the shaft. The break is approximately 7.0 cm from the hub. The catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the physician discovered that the neuron 070 was broken at the proximal end of the shaft during removal from the packaging. The complaint states that the physician "did not tamper or apply any unreasonable force on the catheter" however, it is unlikely that the catheter was broken in this way when it was in the packaging as the penumbra sales representative opened the product and did not notice any damage. Based on the location of the damage, it would have been clear that the catheter was broken before any attempt was made to remove the device from the packaging. Therefore, the damage must have occurred during removal of the device from the packaging. If the catheter is removed from the packaging at an angle it is possible that the tensile strength of the material of the catheter shaft can be exceeded, leading to a break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00196.